Event description:
Patient family member reported error code 45985 with lipid pump. The patient family member was able to reprogram the hydration pump to infuse lipids.======================manufacturer response for infusion pump, (brand not provided) (per site reporter).======================pending.